Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, a small puncture hole was found at the back of one the catheter lumens, it was also reported that couple of days prior, a few drops of blood were noted on the patients shirt. There was no reported patient outcome.